Event description:
The facility reported an infusion pump which 'shuts off by itself'. The event was reported to have occurred during biomed testing. No record of any patient incident involving the pump since